Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00055: driver, 3025141-2020-00056: screw.

Event description:
While implanting an aculoc 2 plate, the surgeon was inserting a locking screw when the driver tip broke. The tip remains implanted in the head of the screw.